Manufacturer narrative:
Investigation summary: the incident product was not returned for evaluation. In the absence of the subject device, it is difficult to determine the root cause of this experience. A review of the manufacturing records for the lots reveal the lots passed all manufacturing and quality inspections. All kii shielded bladed trocars are thoroughly inspected and tested 100% for functionality during the manufacturing process. This document represents our final report.

Event description:
Lap chole- "the customer stated: "a bladed trocar would not lock. One of the general surgeons has been complaining that the locking slide is not holding well."

Manufacturer narrative:
No product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A final report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.